Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that the customer's adc freestyle libre sensor detached prematurely after three days of wear. The customer was unable to obtain readings and experienced symptom of thirst. Customer had contact with a healthcare provider who administered insulin (dose/type unknown) for diagnosis of hyperglycemia and no further treatment was reported. There was no report of death or permanent injury associated with this event.